Manufacturer narrative:
Device evaluated by MFR: the balloon was unfolded which indicates it had been subjected to positive pressure. Solidified blood was observed within the balloon which is evidence of a device leak. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 10mm distal to the distal edge of the proximal markerband and extending approximately 48mm distally over the balloon material. The rate of burst pressure of this device is 16 atmospheres. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac artery. A 9.0 x 40, 135cm charger balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured before reaching the rated burst pressure. The device was completely removed from the patient's body and the procedure was completed with a different bsc balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac artery. A 9.0 x 40, 135 cm charger¿ balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured before reaching the rated burst pressure. The device was completely removed from the patient's body and the procedure was completed with a different bsc balloon catheter. No patient complications were reported and the patient's status was fine.